Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was not adjust insulin as expected. The customer experienced an elevate blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection to address elevated bgs. Tandem technical support instructed customer to reset the pump to resolve the issue, however, the customer declined to reset the pump at the time of the report.